Event description:
The customer contacted baxter's technical service center regarding a check patient line (cpl) alarm (B)(4), which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) had the caregiver (cg) close and open the transfer set and pull up on all the tubing and they moved the patient line clamp down the line and inspected the patient line for kinks and occlusions. The home patient (hp) stated there was air in the patient line (see this complaint). The hp stated an unused supply line clamp was open. The tsr assisted the hp with ending therapy and advised the hp to start over with all new supplies and inform the registered nurse (rn). The hc was operational.the solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed.